Event description:
It was reported the patient experienced problems with recharging, coupling and communication issues. It was further reported that the "pocket is loose". The patient was scheduled to see the hcp and x-rays. Additional information received from the hcp indicated the device had flipped. The patient underwent surgery to reposition the device in the pocket. The hcp reported satisfactory results.